Manufacturer narrative:
Initial reporter: facility continued - (B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous potassium (k) results for 1 patient tested for ise indirect na, k, ci for gen.2 tested on 2 c501 analyzers and a non-roche blood gas analyzer (bga). The erroneous results were reported outside of the laboratory. This medwatch will cover the 2nd c501 analyzer. Refer to medwatch with patient identifier (B)(6) for information on c501 analyzer with serial number (B)(4). The initial k result on (B)(6) 2015 was 6.2 mmol/l. This result was reported outside of the laboratory where it was questioned by the physician. The 2nd measurement result from the bga was 4.2 mmol/l. On (B)(6) 2015 a 2nd blood sample was obtained for both the c501 analyzer and the bga instrument. The initial k result on the c501 analyzer was 6.0 mmol/l. The result from the bga instrument was 3.6 mmol/l. The sample was repeated on a 2nd c501 analyzer where the result was 6.0 mmol/l. All of the results were reported outside of the laboratory. No adverse event occurred. The patient is in stable condition and has since been sent home. The ise potassium electrode lot number and expiration date were not provided. Calibration and quality controls were acceptable. The customer was aware of the effects of hyper leukocytosis with potassium results. The root cause was due to pre-analytics due to the specific patient condition which is well described in relevant literature.